Event description:
It was reported that the patient faced high blood glucose level and diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2026 since infusion set came away from insertion site. The patient was treated with intravenous insulin.

Manufacturer narrative:
E1: patient city: (B)(6). Event country: united kingdom. Name: medtronic minimed. Country: united states of america. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).